Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unable to prime during prime test due to faulty force sensor resistor. Motor was tested outside the device and passed. No motor error alarm noted. Cracked case on lcd display window corners, scratched lcd window, and cracked battery tube threads noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.